Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the second implanted valve. Please reference related manufacturer report no: 2015691-2018-04844. (B)(4). Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the device was not returned for evaluation. Per the report, the second tavr valve was not able to be fully expanded and the leaflets were not opening all the way after being implanted within a surgical and tavr valve, resulting in cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 23mm sapien 3 valve was implanted within a pre-existing 21mm st jude trifecta valve in the aortic position with 1cc less than nominal inflation volume via transfemoral approach. The valve placement was ok and went smoothly. A coronary occlusion was suspected as the left coronary artery (lca) height was 9.4mm. Post valve implant, tee showed no paravalvular leak (pvl) or central aortic insufficiency (cai). However, aortogram showed pvl between the surgical and tavr valves. The valve was post-dilated with nominal volume and severe aortic insufficiency (ai) was observed on aortogram. A second 23mm sapien 3 valve was deployed with nominal inflation volume. However, the cai was severe and appeared to be worse. The patient was crashing, was in v-fib arrest, and was placed on bypass. The patient was converted to open surgery. All the valves were removed and a new surgical valve was implanted. The patient was stable post procedure. The perceived cause for the ai on the first tavr valve was the leaflet of the trifecta valve folded under the sapien 3 valve during implant. The second tavr valve was not able to be fully expanded and the leaflets were not opening all the way, causing the cai.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.